Event description:
Information received indicates the brake casters are only setting on the foot end of stretcher.

Manufacturer narrative:
The technician found the brake linkage bolt and nut missing. The technician replaced the bolt and nut to repair the stretcher.